Event description:
Customer reported 1 suspected false negative sofia sars result for 1 symptomatic child patient. The child had a fever and sore throat about 3-4 days before testing. Unknown if the result was confirmed, however, the child's father was confirmed positive. Confirmation method not provided.

Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.